Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked display window corner, cracked lcd window, scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported that she is in her way to the emergency room because she had high blood glucose. Customer blood glucose reading was 413 mg/dl. Customer stated that her insulin pump stop working earlier and her blood glucose is high. Nothing further was reported.